Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 27. On 2023-10-09, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and inflammation. No further patient complications were reported.